Manufacturer narrative:
Eval anticipated, but not yet begun.

Event description:
At the beginning of a cardiopulmonary bypass procedure, the user observed that the cannula was torn at the joint with the connector. No other details regarding the nature of the event were reported. There was no reported adverse consequence to the patient as a result of this event.